Event description:
A us distributor returned a monitor indicating that it had non-functional response buttons.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the front response button was not working. The response button switch was intermittent which required excessive pressure to activate. The root cause for the intermittent front response button switch could not be positively identified. No adverse event resulted from the defective monitor.